Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that, approximately two months post-implant, this lead exhibited high pacing thresholds. Subsequently, the patient underwent a revision procedure to reposition the lead. However, due to helix mechanism issues, repositioning was unsuccessful, and this lead was explanted. A different lead was successfully implanted. No additional adverse patient effects were reported. It is indicated that the device was disposed at the facility and will not be returned for evaluation.